Manufacturer narrative:
(B)(6). Section d4: lot number details were not received from customer (unit discarded). Section d4: UDI details were not received from customer (unit discarded). Section g4: PMA/510(k) number - the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. Therefore the 510(k) for 950n81j is used in section g4. Section h4: device manufacturer date details were not received from customer (unit discarded). Method: the complaint device 950n81 neonatal ventilator dual heated circuit kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Therefore, our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the provided photograph revealed that an rt019 inspiratory/expiratory filter was connected to 950n81 neonatal ventilator dual heated circuit using an adaptor from the circuit kit. The adaptor is intended to be used to connect the 950n81 neonatal ventilator dual heated circuit to ventilator. The rt019 inspiratory/expiratory filter is not part of the 950n81 neonatal ventilator dual heated circuit kit. Cause: the most probable cause of the reported failure is attributed to use error. All 950n81 circuit kit are 100% leak tested during production, and those that fail are rejected. The user instructions which accompany the 950n81 neonatal vented dual heated circuit kit state the following: - "do not crush, stretch or milk the tubing." - "perform a pressure and leak test on the breathing system before connecting to a patient." - "check all connections are tight before use." - "the use (or modification) of breathing circuit/chamber combinations not recommended by fisher & paykel healthcare may result in poor humidification, ventilator malfunction, or serious harm."

Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare (f&p) representative that during patient intubation using a non-f&p ventilator and a known f&p 950n81 neonatal ventilator dual heated circuit kit, a known f&p rt019 filter, the connector used to connect the 950n81 circuit's expiratory limb and the filter was occluded. This resulted in an increase of peak pressure in the ventilator and was supplied to the patient. The patient was then manually ventilated. The healthcare facility further reported that the pvc pipe of the connector from 950n81 kit was not removed before being connected to the filter. It was further reported that after replacing the connector and filter, the ventilator then ventilated the patient normally again. There were no further patient consequences reported by the healthcare facility. We have requested for the return of the complaint device, but the healthcare facility confirmed that the complaint device was already disposed of.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not received from customer (unit discarded). Section d4: UDI details were not received from customer (unit discarded). Section g4: PMA/510(k) number - the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. Therefore the 510(k) for 950n81j is used in section g4. Section h4: device manufacturer date details were not received from customer (unit discarded). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare (f&p) representative that during patient intubation using a non-f&p ventilator and a known f&p 950n81 neonatal ventilator dual heated circuit kit, a known f&p rt019 filter, the connector used to connect the 950n81 circuit's expiratory limb and the filter was occluded. This resulted in an increase of peak pressure in the ventilator and was supplied to the patient. The patient was then manually ventilated. The healthcare facility further reported that the pvc pipe of the connector from 950n81 kit was not removed before being connected to the filter. It was further reported that after replacing the connector and filter, the ventilator then ventilated the patient normally again. There were no further patient consequences reported by the healthcare facility. We have requested for the return of the complaint device, but the healthcare facility confirmed that the complaint device was already disposed of.